Event description:
It was reported, the patient never had a therapeutic effect and the device hadn¿t worked since implant. They tried to adjust, but it didn¿t help. It caused more pain, and the patient now had back pain when it was originally for his knees. It reportedly caused muscle spasms ¿hitting the spinal column¿ because it felt like electricity running through his back. The patient saw the health care provider (hcp) 3 weeks ago. The patient had an appointment on 2014 (B)(6) and was going to ask to have the device removed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).